Event description:
I am filing a complaint regarding the safety and reliability of the dexcom g7 continuous glucose monitor. Over the past 30 days, I have experienced seven (7) sensor failures that required replacements. The device frequently provides inaccurate glucose readings, both false lows and false highs, and often fails to function as intended. These inaccuracies have caused significant harm and distress. I am repeatedly woken during the night by false low alarms, which has severely affected my sleep. On the opposite end, I have experienced dizziness and nausea after receiving excessive insulin doses triggered by false high readings from the g7. My insulin pump adjusts based on cgm values, so reliable readings are critical to my safety. The ongoing stress, lack of sleep, and physical symptoms caused by these errors have become unbearable. This is the only cgm my insurance currently covers, yet its performance has been consistently unreliable and has put my health at risk. I am requesting that the FDA review these issues, as the frequency and severity of the malfunctions raise concerns about the device's safety and reliability. It's also concerning that dexcom has stated they will discontinue the g6. The g6 is far more reliable than the g7, but due to dexcom working towards discounting this, doctors and insurance companies aren't prescribing or covering the g6. Dexcom also released the 15-day version of the g7 even though the ongoing problems with the regular g7 have not been resolved. Expanding the product line before fixing these issues is unacceptable. Pt codes: 1970; 2194; 2329; 4850. Device codes: 1013; 2459; 2460. Referencing reports: mw5179543, mw5179544, mw5179545, mw5179546, mw5179547, and mw5179548.